Event description:
A malfunction was reported on the customer's pump, which was notably hot prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller during the process, and verified that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue returned.